Manufacturer narrative:
Hill-rom technician cleaned and lubricated all four center arm assemblies and the siderails latched properly.

Event description:
Account alleged a side rail failed to latch while a pt was leaning on the bed. No injuries reported.